Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. In 2001, patient's blood glucose was 108 versus the labs 153 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further information has been reported.